Event description:
It was reported following an unrelated procedure where the ipg was not placed in surgery mode and unable to connect with external devices. Company manufacturer met with patient and were unable to reconnect. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.